Event description:
The pt underwent a diagnostic procedure. The physician attempted closure of the arteriotomy with the closer tsl 6 fr device. The device was successfully deployed and closure acheived. Following the procedure it was noted that the pt lost distal pulses. The pt was taken to surgery for a femoral artery bypass. The pt recovered without further incident. Field reports indicate that a review of the angiogram revealed that the location of the puncture was proper but a previously undetected dissection may have been present.